Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with a labeling error. It was stated ¿a tube without a label was found in a sst tube rack.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with a labeling error. It was stated ¿a tube without a label was found in a sst tube rack.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing label with the incident lot was observed. Root cause description: the most likely failure for the missing labelling was inadequately purging of the manufacturing line during an equipment adjustment. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.